Event description:
The customer reported that the system would not x-ray during a case. The system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board, generator drive board, fluoro functions board, and the high voltage tank were replaced during the service call. The system was tested and found to be working as intended and put back into service.